Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut while in use with no alarm. No patient harm reported.

Manufacturer narrative:
On (B)(6) 2017 the bench repair technician said the reported fault¿ v60 stopped during ventilation 1115 aux alarm supply failed could not be duplicated after long term testing using a test lung. Found the screw threat from the cpu cover, piece from mc pcb bracket into the cpu tray. Due to the error codes noted in the significant event log, the bench repair technician replaced the cpu pcb. The bench tech noted the alarm was working properly and the v60 passed the power fail test.

Manufacturer narrative:
The customer returned cpu board was installed in an fi test ventilator. The ventilator was power cycled every 30 seconds over 2 hours. The complaint could not be reproduced and no failure was found.